Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm that was identified during initial assessment of a homechoice device. The report was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A system error (se) 2240 was found during a review of the event logs of a returned homechoice (hc) cycler. This occurred on (B)(6) 2010, during an unspecified cycle. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted.